Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head keeps slipping while brushing - oral-b [device breakage] upper metallic part of the toothbrush is too narrow - oral-b [device physical property issue] case narrative: male consumer via e-mail stated that the upper metallic part of the oral-b toothbrush was too narrow. The oral-b toothbrush head kept slipping while he was brushing. No injury was reported. 11-may-2023 follow up via e-mail: the suspect product was oral-b power rechargeable toothbrush handle 3756. No injury was reported. (B)(6) 2023 follow up via e-mail: the suspect product lot was 3maf 71451735. No injury was reported.